Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01384 / 01385 / 01386).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, lack of mobility, damage to surrounding bone and tissue, dysfunction, inflammation, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2012 was due to pain. The patient's operative report noted scar tissue and white sludge. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, lack of mobility, damage to surrounding bone and tissue, dysfunction, inflammation, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.